Event description:
A surgeon reports a patient experienced unexpected post-operative myopic refraction and increase in astigmatism following intraocular lens (iol) implant surgery. Additional information was requested. Surgeon reports the patient prognosis as "good" and states that the iol did not cause the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/11/2008 and 06/18/2008 via phone and 06/13/2008 via fax and mail. A completed questionnaire and copy of the patients records were received.